Event description:
During a ptca procedure, a pin hole leak in the maverick otw balloon was noted during inflation. The number of inflations and to what atms is unk. The device was removed without incident and the procedure was completed with another device. No pt injuries or complications wer rpeorted. Pt status is listed as "okay"